Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. This was identified during fill four of six of automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. During trouble shooting the hp noted the presence of solution under the machine. The hp was unable to determine the source of the leak. Renal therapy service (rts) assisted the hp in disconnecting. The use of continuous ambulatory pd was discussed with the hp. Rts advised the hp to follow up with their pd registered nurse. There was patient involvement and no patient injury or medical intervention indicated at the time of the initial report.